Event description:
The customer reported a leak inside the coulter ac*t diff 2 analyzer. The customer indicated that the volume of the leak was approximately 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and eye protection and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The customer discovered that the baths of the instrument were overflowing and the cts instructed the customer to rinse the baths with bleach. The customer bleached the baths and the instrument ran without any overflow or leaks. Failure mode of the leak is attributed to overflowing baths and the customer resolved the issue by bleaching the baths. (B)(4).